Event description:
It was reported that the patient experienced dizziness. The right ventricular lead exhibited noise, causing inhibition of pacing. The lead was capped and replaced. The patient would be followed normally.

Manufacturer narrative:
Analysis found normal lead characteristic.